Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with (B)(4) battery. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip. Data analysis: there is no data listed for the dates of (B)(6) 2016 due to insulin pump received with depleted battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having very high blood glucose values. The exact values were not provided. The customer was hospitalized on (B)(6) 2016 and was put on intravenous insulin drips. She was having difficulty breathing, was retaining a lot of fluid, had history of hypertension, had stents put in, had renal failure and, while in the hospital, was put on dialysis. She also had infection which caused elevated white blood cells and was on high dose of antibiotics, developed a rash in the mouth, got fungal infection and stopped eating. The caller stated that the customer passed away on (B)(6) 2016, in the intensive care unit of the hospital due to asthma complications. The customer was not wearing the insulin pump at the time of death. The customer had been off the device for a month prior to death; while in the hospital, she was on intravenous drips. The caller did not know the customer's blood glucose at the time of death. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed the delivery accuracy test.